Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the takes 15 minutes to deliver a 15 unit bolus. Customer's blood glucose level was unknown. Advised customer to discontinue use of the insulin pump and go back. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device uploaded properly using care link. Programmed and delivered a unit bolus. Device delivered the bolus properly. No bolus delivery anomaly noted. No drive or motor anomaly noted. The motor was tested outside of the device and passed. Device had minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. (B)(4).